Event description:
It was reported the patient presented for follow-up post implant procedure. Echocardiogram confirmed the patient had developed a slight effusion potentially caused by the atrial and right ventricular leadless pacemakers or two delivery catheters used in the implant procedure. No changes or interventions were performed. The patient was in stable condition.